Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, during variax dr surgery, 1.0mm k-wire did not pass through the hole of plate and the aming block. Therefore surgeon reattached the block to the plate, but the fixation pin broke. Since it took time to remove the broken pin, the surgeon changed the local anesthesia to general anesthesia.

Manufacturer narrative:
Evaluation summary: evaluation revealed the variax dr aiming block fixation pin to be the subject product. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Visual examination of the device revealed the stop pin, which was laser-welded to the expanding sleeve to be broken off due to too high bending forces and therefore detached. The broken off stop pin was returned as well. Due to the collision and friction the stop pin was plastically deformed due to high bending forces. The breakage surface of the welding seam between the stop pin and the expanding sleeve showed the appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was performed correctly. Due to too high torsional forces, which were applied several times, too high bending forces had occurred upon to the stop pin, which finally had led to the breakage of the laser-welding seam between the stop pin and the expanding sleeve. Indications for material or manufacturing related issues were not found in the investigation. Therefore no corrective action was deemed necessary at this time. However due to a negative complaint development of the affected fixation pin, a non-conformity was already been raised for additional analysis. The nc was transferred into CAPA. The CAPA is still ongoing. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Due to too high bending forces, the laser-welded seam between the stop pin and the expanding sleeve had broken off in a low cycle fatigue mode with evidence of a forced rupture. No non-conformity was identified.

Event description:
It was reported that, during variax dr surgery, 1.0mm k-wire did not pass through the hole of plate and the aming block. Therefore surgeon reattached the block to the plate, but the fixation pin broke. Since it took time to remove the broken pin, the surgeon changed the local anesthesia to general anesthesia.